Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. Customer received assistance from cts to reset the pump, and no further malfunctions occurred after the reset. Customer was advised to continue using the pump and to reach out if the issue recurred, which the caller understood and acknowledged.